Manufacturer narrative:
The complaint for central regurgitation was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified. Available information suggests that patient conditions (progressive cardiac amyloidosis with increasing heart failure and renal insufficiency in the sense of a cardio-renal syndrome) may have contributed to the reported event. However, a definite root cause is unable to be determined.

Event description:
As reported, the patient was hospitalized due to dyspnea (nhha iii), orthopnea, bilateral painless leg edema and weight gain almost three years post procedure; which required medication and a right pleural puncture. The edwards valve was implanted in tricuspid position. Almost 3 years post procedure, the patient was hospitalized due to dyspnea (nhha iii), orthopnea, bilateral painless leg edema and weight gain. Tte showed new moderate insufficiency of the evoque valve and left ventricular ejection fraction (lvef) at 20%. Lasix and metolazone were given and the patient underwent a right pleural puncture. Patient lost 10kg in 4 days.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, the patient was hospitalized due to dyspnea (nhha iii), orthopnea, bilateral painless leg edema and weight gain almost three years post procedure; which required medication and a right pleural puncture. The edwards valve was implanted in tricuspid position. Almost 3 years post procedure, the patient was hospitalized due to dyspnea (nhha iii), orthopnea, bilateral painless leg edema and weight gain. Tte showed new moderate insufficiency of the evoque valve and left ventricular ejection fraction (lvef) at 20%. It also showed correct position of the evoque valve with moderate transvalvular and mild paravalvular insufficiency. Lasix and metolazone were given and the patient underwent a right pleural puncture. Patient lost 10kg in 4 days. Source documents indicate, "the current situation to be most likely related to progressive cardiac amyloidosis with increasing heart failure and renal insufficiency in the sense of a cardio-renal syndrome".